Manufacturer narrative:
Additional quality control testing of reserve samples confirmed that the product met acceptance criteria.

Manufacturer narrative:
Additional quality testing of reserve samples is pending.

Event description:
The customer reported that after implantation, they squirted it with saline and it immediately started leaking. No further information was provided.